Manufacturer narrative:
Product event summary: manufacturer's analysis could not reproduce the customer experience of the programmer turning off. However, the battery would not charge and the failure is typical of a battery that will not charge. The battery was replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turns off constantly, even when plugged in. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Light emitting diode (led) analysis showed no indications. The battery was inserted into an operating programmer, the programmer charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was reinserted and was attempted to be charged for 15 minutes. When ac power was removed from the programmer the programmer shut down again. Battery analysis indicated a permanent and critical battery failure. Conclusion: the battery pack would not charge, battery pack failure was confirmed. If information is provided in the future, a supplemental report will be issued.